Event description:
Nurse was securing hotpack for patient. Nurse twisted to activate and shook pack. The pack leaked, covering the nurse. We have had several occurrences of this problem at our facility, and as a result we have stopped using it. We are looking for a replacement product.